Manufacturer narrative:
One opened probe was received, with a tip protector, in a bubble bag. The sample was visually inspected and found to be nonconforming with the probe needle bent at the stiffener. The sample was then functionally tested for actuation and cut. The sample was found to be nonconforming for actuation. The cut functionality of the returned probe was unable to be tested due to the actuation failure. The probe was disassembled and the components inspected. The degree of wear could not be determined due to the inner cutter being broken at the port. Gouge marks observed at several locations along the inner cutter. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The complaint evaluation indicates the probe had an actuation failure. The cut functionality of the returned probe was unable to be tested; however, the observed actuation failure would have led to the reported cut failure. The cause of the actuation failure is the broken inner cutter of the probe. The tip of the cutter was broken off which caused part of the cutter to be missing and, therefore, not present in the port of the needle when the cutter was actuated. How and when the tip of the inner cutter broke cannot be determined from the evaluation performed; therefore, a root cause for customer complaint issue cannot be determined. A secondary contributing factor of the actuation failure is from the bent needle. A bent needle can impede the movement of the cutter shaft. The exact root cause of the bent needle cannot be determined from this evaluation. The most likely root cause is handling at any point after the probe was shipped from the manufacturing site, including use during surgery. An internal investigation has been completed and actions are presently being implemented to eliminate vitrectomy probe inner cutter breakages. No additional actions have been taken by the manufacturing as an exact root cause for the bent needle could not be determined from this evaluation. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported the cutting of a probe was found poor with the condition of aspiration and actuation being unknown during the vitrectomy procedure. The product was replaced and the procedure was completed. There was no patient harm.